Event description:
Per home health nurse (B)(6), pt's pump is alerting for "system error" and they are unable to troubleshoot. Home health nurse advises they already drew up the hyqvia dose but they were unable to infuse due to the pump issue. It is unknown if the pt experienced any adverse symptoms due to the missed dose or the product issue. The device serial number was not provided. Pump is available for return upon the pt receiving return shipping materials. Pt infuses 25gm/250ml hyqvia, made up of 1-20gm/200ml vial and 1-5gm/50ml vial. No additional details, dates, or information provided. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.